Manufacturer narrative:
Should additionla information become available this event will be updated and resubmitted.

Event description:
Additional information was received that fourteen months later the right ventricular (rv) lead exhibited noise on the rate sense channel that is not being sensed by the device. The lead will continue to be monitored by the physician. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead has a low amplitude which was detected by the remote patient monitoring system. Daily amplitude measurements are 0.6mv but when measured in the office are 10mv. This rv lead also seems to be oversensing atrial activity, therefore a dislodgement is suspected. Boston scientific technical services was contacted whom discussed lead position while laying down and suggested attempting to reproduce observations. Currently this lead remains implanted and in service. No adverse patient effects reported.